Event description:
It was reported that the ilet pump¿s display became difficult to read, with the internal screen warping into straight lines and rendering on-device values illegible, while the touchscreen remained responsive and some values were viewable in the ilet app; the problem was associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display visibility problem consistent with a display difficult to read, localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.